Manufacturer narrative:
Aware date updated : 05/15/2023.

Event description:
It was reported that during preparation , the cs300 intra-aortic balloon pump (iabp) when the power was turned on, the alarm sounded while the display screen was dark and it could not be started, another iabp unit was used to initiate iabp therapy for this patient. There were no significant delay in initiating iabp therapy noted. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported when we checked the logs, there were fault logs related to the main board, and it was assumed that there was an error in loading at startup, but this did not occur even after running the startup test multiple times. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) when the power was turned on, the alarm sounded while the display screen was dark and it could not be started.